Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received four inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing from reduced r-wave amplitude when in primary sensing vector. An x-ray was taken which showed the s-ICD and electrode to be in a suboptimal position. Screening in secondary and alternate sensing vectors show good sensing. The physician is considering a revision procedure. Data was sent to technical services (ts) for review. Upon review, ts discussed that there was a spontaneous decrease in r-wave amplitude resulting in the inappropriate therapy. It was noted that the four shocks were delivered in two different episodes 10 days apart. Ts confirmed suboptimal system placement and discussed other possible reasons, including physiological, for spontaneous decreases in r-wave amplitudes. It was noted that the patient's heart rate had increased to around 120 bpm in all episodes. Ts discussed other troubleshooting options. Additional information was received that a revision procedure was performed due to the suboptimal placement. The system was repositioned caudally. The existing electrode was explanted, and a new electrode was implanted. The s-ICD remained in service but was repositioned as afore mentioned. Post revision no further reduction in r-waves were seen. No additional adverse effects were reported. The electrode is not expected to be returned for analysis as was given to the patient.